Event description:
The customer reported the ac charger is not functioning. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.